Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/10/2025, the patient reported that after changing supplies the previous night, the needle had come out. The patient replaced supplies again in the morning but believed no insulin was being delivered. At the time, cgm (freestyle libre 3+) showed blood glucose (bg) of 336 mg/dl. The patient uses a cd infusion set and noted no leaking or blood at the site. The agent tested tubing and confirmed insulin drops were present. The agent assisted the patient with replacing the site and planned follow-up. On 08/10/2025, the patient and her husband reported bg had decreased to 270 mg/dl. The agent explained that the ilet reduces bg gradually to minimize hypoglycemia risk. The agent clarified that manual injection guidance could not be provided and recommended consulting the hcp. The agent offered to walk through another supply change, but the patient declined to avoid depleting supplies. The patient's bg went back into a normal range at 170 mg/dl. No symptoms were reported during the event, and no medical intervention was reported at the time of call.